Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an office visit, a pop up message indicated that parameters may not be what was programmed since diagnostic reset. The device remains in use. No patient complications have been reported as a result of this event.